Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was not healing well from a generator implant that took place in (B)(6) 2015. The patient was referred for surgery for debridement of the chest pocket. During the first follow-up visit for the original surgery the physician noted that the patient does not have much fat around the generator and the skin around the pocket was starting to break down. The generator was not exposed but the physician could not confirm if the pocket had been compromised. The physician intends to take out the generator and inspect the pocket. Pending the status of the pocket the generator will be reimplanted and repositioned. He plans to create larger flaps to help the skin from breaking down. No known surgical interventions have been performed to date. Review of device manufacturing records for the generator confirmed sterilization prior to distribution.